Event description:
It was reported that there was a chemical leak from the connector. Reporter alleged the leakage was discovered during patient use/administration. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the complaint of leakage can be confirmed. The probable cause is due to a solvent application error. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Spotty solvent coverage was observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.